Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a transfer set. The patient connector was not connected well with the titanium adaptor. There was patient involvement, but no patient injury or medical intervention was indicated along with this report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed.